Manufacturer narrative:
H.6. Investigation: a complaint of a port disconnecting from the tubing was received from the customer. No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review for model 10800175 lot number 21035135 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of connection issues with lot #21035135 regarding item 10800175.

Event description:
It was reported that the bd alaris¿ pca administration kit saline port disconnected from the tubing during use. The following information was provided by the initial reporter: "normal saline port disconnected entirely from tubing".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pca administration kit saline port disconnected from the tubing during use. The following information was provided by the initial reporter: "normal saline port disconnected entirely from tubing."